Event description:
It was reported via email that during a design validation lab evaluation in a cadaver shoulder specimen on (B)(6) 2024, the surgeon lifted a apr clplse90 electrode w hand cntrls device which had been newly opened from the package, turned her hand to insert it into the cadaver, and the electrode¿s handle fell apart. According to the reporter, the white section of the handle that covers the buttons fell away from the black base part of the handle, exposing the electronics underneath. This event did not occur during surgery. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. Photos were provided for review. The photo investigation revealed that the device is shown in used condition. The device's handle was found detached. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Device history review: a manufacturing record evaluation was performed for the finished device u2405045 number, and no non-conformances were identified. Based on the investigation findings, a potential cause cannot be provided since the device needs to be physically evaluated. The hands-on analysis will provide sufficient evidence to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the device was received at juarez lab, visual inspection reveled that the tip showed activation signs. When checking the condition of the handle, it was noticed that the cover of the handle was detached. The device was sent to the supplier for further investigation. The vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual inspection reveled that the tip components, cable and plug assemblies were in good condition. The handle halves were separated. Based on the condition of the device no electrical or functional testing has been performed at atl UK. The physical complaint device has been returned to atl UK for investigation. Visual inspection of the device confirms customer reported defect where the device handles fell apart. The device appears to have failed straight out of the box as reported and shows no signs of being used. Preliminary observations at atl UK did not detect any evidence that the complaint device handles have been ultrasonically welded which would suggest a missed operation at manufacturing. The handle components used in the manufacture of this complaint device appeared to meet specifications with no obvious defect in the component moldings seen which could potentially impact the integrity of the ultrasonic welding process. A review of our complaint records over the last 12 months to assess the frequency of similar reported events investigated showed this defect to be an isolated incident. The returned complaint device appeared to be an out of box failure which did not meet the manufacturers specification and the handle defect can be attributed to the atl UK manufacturing process. Corrective actions are being managed under atl UK CAPA. A manufacturing record evaluation was performed for the finished device u2405045 number, and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to manufacturing. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.